Event description:
Pt reported that back to back tests performed on the surestep meter using separate finger sticks were 11, 113, and 14 mg/dl. Lfs rep discovered that the meter is not cleaned according to manufacturer's product recommendations and the pt's test strips were expired. Meter readings were accurate with new vial of strips. No symptoms were reported. There was no allegation of harm.